Event description:
It was initially reported that during the review of the pt's programming history that high lead impedance was present on previous diagnostics performed. X-rays were said to have been taken, but were not sent to the MFR for review. Last known diagnostics available in the MFR's programming history database that was performed on (B)(6) 2006, were within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.